Event description:
It was reported that during an unknown procedure, an error 5 occurred during use. The device continued to be used because it functioned after the device was re-tightened. Then, it was found that the blade was missing and the blade was found on the floor. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The detached blade was discarded by the hospital. No device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.